Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one controller (con020610) and two batteries (bat931384, bat931385) were not returned for evaluation. Two batteries (bat931383, bat931388) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries (bat931384, bat931385) revealed that the devices passed visual inspection and functional testing. Review of data log files did not reveal any abnormal behavior of batteries within analyzed period. Review of log file analysis revealed one controller power up event on 29-jun-2021 at 19:25:36. The data point prior to the loss of power revealed that bat931385 was connected to power port 1 with 23% relative state of charge (rsoc) and bat931384 was connected to power port 2 with 68% rsoc. Data point recorded after the loss of power revealed that no power source was connected to power port 1 and bat931384 was connected to power port 2. No anomalies were observed leading up to the loss of power. The loss of power will result in a continuous audible alarm. The controller was without power for 26 seconds. As a result, the reported loss of power and its associated alarm was confirmed; however, the reported faulty batteries event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an in termittent disconnection on the one attached power source. Additional products: battery bat931384 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery bat931385 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery bat931383 d9: yes, return date: 19-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery bat931388 d9: yes, return date: 19-jul-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that two additional batteries were suspected to be faulty. Additional products: d1: heartware ventricular assist system ¿ battery, d4: model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2021, serial or lot#: (B)(6), UDI #: (B)(4), d9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 09-dec-2020. H5: no h6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. D1: heartware ventricular assist system ¿ battery, d4: model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2021, serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 09-dec-2020. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: img code(s): g02002. H6: FDA device code(s): a0705. H6: FDA results code(s): c21. H6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that two additional batteries were suspected to be faulty in relation to the loss of power event. The two batteries were replaced.

Event description:
It was reported that the controller exhibited an unexpected loss of power associated with a loss of power alarm that resulted in the ventricular assist device (vad) stopping for twenty six seconds. It was suspected there could be a problem with the batteries and one of the batteries was noted to have less than twenty five percent charge capacity. The controller and batteries remain use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery : model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2021 / serial or lot#: (B)(4) UDI #: (B)(4) . Device evaluation anticipated, but not yet begun. Mfg date: 09-dec-2020 . Patient ime code(s):(B)(4) imf code(s): (B)(4) : img code(s): (B)(4) . FDA device code(s): (B)(4) : FDA results code(s): (B)(4) . FDA conclusion code(s): (B)(4) . Heartware ventricular assist system ¿ battery : model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2021 / serial or lot#: (B)(4) UDI #: (B)(4) : no, device evaluation anticipated, but not yet begun. Mfg date: 09-dec-2020 .patient ime code(s): (B)(4) : imf code(s): (B)(4) : img code(s): (B)(4) : (B)(4) FDA device code(s): (B)(4) : FDA results code(s): (B)(4) : FDA conclusion code(s):(B)(4) . Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent . If information is provided in the future, a supplemental report will be issued.